Event description:
Customer received a result of 162 mg/dl and used bolus advice for before-meal bolus. She estimates 10 minutes later her blood sugar dropped to 43 mg/dl. Customer did not lose consciousness and could walk but had son get juice and another item for treatment. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation. Multiple attempts were made to reach customer for additional information, but these were not successful.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.